Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6- health effect - clinical code 4581: no code available (device dislocation) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two months after the preloaded intraocular lens (iol) was implanted into the patient's left eye, the patient complained that starting the day after surgery, they experienced a persistent cloudy appearance on the temporal side of the implanted eye. The slit-lamp photography showed slight temporal decentration of the iol. No patient injury was reported. No other medical intervention was required. No further information was provided.